Manufacturer narrative:
(B)(4). Estimated date (reported as occurred in last 2 months). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted with proglide devices, using a pre-close technique, prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a suture break occurred. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Device analysis indicates an anterior cuff miss occurred which would result in failure to retrieve the suture which could appear very similar to the reported suture break, thus the reported complaint is confirmed. Based on a visual and functional inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.